Manufacturer narrative:
Other, other text: h6 conclusion codes: updated h10 device evaluation: four photos and one device were returned for investigation. The photographs showed the complaint sample. Visual inspection showed the device in used condition with its original packaging opened. No visual defects were detected in the sample. Functional testing confirmed that the obstruction was present at the bond of the inflation line and tube, the air flow was blocked and prevented the correct inflation of the balloon; confirming the customer complaint. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Based on the analysis conducted in the sample provided, the failure mode of inflation line occluded, was confirmed. It was determined that the occurrence of this failure condition could be due to the operator not removing the excess solvent from the inflation line during the manufacturing process. All mitigations in place were verified and it was confirmed they have been executed accordingly. Complaint monitoring will continue.

Event description:
It was reported that during the pre-use check, the cuff was unable to be inflated. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.